Event description:
Patient suffered a pilon fracture to the distal tibia and fibula on an unknown date, approximately (B)(6) 2012. At this time, patient came into the or and the surgeon placed an ex-fix on the tibia. On an unknown date, approximately (B)(6) 2012, patient returned to the or, and was implanted with a synthes medial distal tibial plate and screw construct. The ex-fix was removed. Approximately three weeks post-operative, patient returned for a follow up and an infection was noticed around the tibial plate incision site. Patient returned to the or on (B)(6) 2012 and the tibial plate and screws were removed. At this time, the fracture was stable and no other hardware was needed. Patient was sent home in a splint and received antibiotics. This is 5 of 10 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.